Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, a screwdriver shaft broke and fragments went into the patient. This occurred while using the driver to loosen a locking cap with saddles that had been torqued to 10nm. All pieces of the shaft were retrieved from the patient. The shaft was swapped out for another and the locking caps were retorqued. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.